Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Additional product codes for this report include max. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint condition. Device history record review: manufacturing location: (B)(4) - manufacturing date: march 7, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a matrix long holding sleeve and a t-pal inserter broke during a posterior fusion procedure performed on (B)(6) 2016. The procedure utilized both the transforaminal posterior atraumatic lumbar (t-pal) spacer system and matrix system to instrument from t10 to the pelvis. After the driver was disengaged, a chip was discovered on the long holding sleeve. The broken fragment was found in the head of the screw and successfully removed. Thereafter, the t-pal cage was implanted, rotated, and properly positioned. While the surgeon was attempting to disengage the t-pal spacer applicator from the implant, the t-pal spacer applicator handle came straight off the t-pal spacer applicator inner shaft. The breakage occurred while the inner shaft was still attached to the implant. The surgeon was able to disengage the implant by forcing the claws from the inner shaft to spread with a prying tool. It was later noted that the ball on the end of the t-pal spacer applicator inner shaft had broken off. An intra-operative x-ray confirmed that no fragments remained in the patient. The procedure was completed successfully without delay or patient harm. Concomitant devices reported: matrix screw (part/lot: , quantity 1), t-pal spacer applicator handle (part: 03.812.001, lot: 8708083, quantity: 1), t-pal spacer applicator knob (part: 03.812.004, lot: 3554447, quantity: 1), t25 stardrive shaft (part/lot: unknown, quantity: 1), and t-pal spacer (part/lot: unknown, quantity: 1). This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the complaint device (t-pal spacer applicator inner shaft, part number 03.812.003, lot number 8800807). The device was received with the complaint that during a posterior fusion procedure two instruments malfunctioned. The threaded tip of a matrix holding sleeve (03.632.036) failed while attempting to place a screw; the fragment was found in the head of the screw and removed. Additionally while attempting to place a t-pal spacer the proximal knob of the applicator inner shaft resulting in difficulty while attempting to disengage the spacer from the insertion construction. The procedure was able to be completed successfully without surgical delay or patient harm. Relevant drawings for the returned device were reviewed (both current revision and from the time of manufacture): top-level and inner shaft. The design, materials and finishing processes were found to be appropriate for the intended use of this device. As previously reported, the device history review was performed for the returned instrument¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. The returned inner shaft was examined and the complaint condition was able to be confirmed as the proximal coupling head was found to be broken and retained by the returned application knob (03.812.004). The distal prongs were found to be intact without signs of deformation and the remainder of the device was found to be intact with minimal witness marks concentrated on the distal prongs consistent with wear and tear; these marks would not inhibit device functionality. No definitive root cause was able to be determined; the received failure mode is consistent with impaction while the handle (03.812.001) security ring is pressed forward; this would concentrate impaction forces on the proximal coupling ball tip. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.